Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify battery out limit and low battery alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump had act button anomaly. They stated that the time clock advanced. The insulin pump will be returned for analysis.